Manufacturer narrative:
No conclusion can be drawn as the investigation of the sample showed no device failure. The root cause of this event cannot be determined.

Event description:
Customer complains "blood in dialysate" alarm as soon as starting treatment. Bfr: 250ml/min. Dfr: 600ml/min. No blood loss for the pt. No medical intervention needed.